Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Prepared in the anatomy and negative pulled during device preparation. Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The leak was not confirmed. The stent delivery system (sds) was pressurized to the minimum rated burst pressure (rbp) of 18 atm, and the sds held pressure without any leaks noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The xience alpine everolimus eluting coronary stent system instructions for use (IFU) instructs the user to flush the device prior to entering the anatomy. Additionally, the IFU instructs: while introducing the delivery system into the vessel, do not induce negative pressure on the delivery system. This may cause dislodgement of the stent from the balloon. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 3.0x38mm xience alpine stent delivery system (sds) was prepared inside the patients anatomy. While pulling negative, blood was noted coming back. A leak was suspected. The device was removed and a non-abbott sds was used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.